Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the manufacturing lot number provided by the complainant is invalid.

Event description:
It was reported by the customer "when de-accessing the port-needle for a patient, the safety did not engage, resulting in the failure to cover needle leaving the needle exposed for potential needle stick injury." Additional information received: it was stated there was no patient injury and no medical intervention required. Intubation was not necessary. There were no unusual circumstances. It was detected by the nurse upon port needle being deaccessed. Device was not tested prior to use, a second device was not required.